Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, a pinhole balloon rupture occurred. The procedure was completed with another of the same device. No patient complications were reported.